Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was placed on higher position, so it was recaptured. Upon recapturing, it jumped into the annulus and unable to be recaptured completely. The ds was pulled into the descending aorta then it was observed that the micro-adjustment wheel was unable to be used and the gap remained. The system was removed from the patient's anatomy; upon removal, buckling was noted on the valve capsule. A non-abbott valve was implanted successfully; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged.